Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 186, 229, 164, 181 and 234 mg/dl. Customer was using alcohol on the finger and improperly testing on same hand and finger. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected blood glucose test result two hours post meal is 140 mg/dl. The customer was not using the proper testing techniques. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 159 mg/dl and 162 mg/dl using true metrix go meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/16/2022 and open vial date is 02/21/2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned only one test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.